Manufacturer narrative:
The investigation found a leak in the exposed soft cannula. Fluid was observe exiting the exposed soft cannula right before the distal tip. It could not be determined how or when the cannula was damaged. No other abnormalities were found with the device. Although damage was found, the cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A manual insulin injection of 7 to 8 units was administered to treat the hyperglycemia and a new pod was applied.